Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: use error, visibility/palpability, anxiety-product/procedure, pain.

Event description:
Patient reported right side "has been very painful", "can't lay on right side for a long period of time due to the pain in the right breast", right side "looks deformed" and device is part of the "recall". Implant date is after the manufacturing expiration date. Device remains implanted.